Manufacturer narrative:
(B)(4). Method: the complaint rt134 adult breathing circuit kit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection of the complaint breathing circuit kit revealed that the spindle and spring were not assembled to the inspiratory water trap lid, confirming the reported fault. A lot check revealed no other complaints of this type for lot number 110330. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. The water trap is added to the circuit during this production process. It is possible that operator error has resulted in the omitted water trap spindle assembly and this error was not observed during the visual inspection. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack and inspect breathing circuits. This consists of a specific pack card detailing all required components, including the water trap, and must be displayed at the packing station. (B)(4).

Event description:
A distributor in (B)(4) reported that the spindle was not attached in the water trap of an rt134 adult breathing circuit. This was found during an incoming goods inspection.